Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgical staff was facing an engagement issue on universal surgical manipulator (usm) 3. The customer stated that they had changed the drape and the instruments without any success. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and noticed error code 22020 indicating an engagement failure with a monopolar curved scissors (mcs) instrument. The customer stated that they were using usm 4 instead of usm 3. The tse advised the customer to check the instrument sensors on the usm 3 carriage. The customer called back and confirmed that the disc was missing on the usm carriage. The procedure was completed with no reported injury. Isi followed up with the biomedical engineer and received additional information about the issue. The reported issue did lead to usm 3 being disabled during the case. The procedure was completed with only three usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the replaced universal surgical manipulator (usm) for failure analysis. Inspection confirmed a missing degree of freedom (dof) 6 gearbox top. The usm was tested with an in-house system and passed normal mode. The carriage dof 9 gearbox on the usm was found to be faulty.